Event description:
Device 1 of 2: reference MFR. Report: 1627487-2012-08228: it was reported the pt experienced pocket heating during charging. Red areas and red streaks were noted on the skin around the ipg site. The pt also noted heat on the ipg site when the simulation was turned off. Follow-up indicated the pt experienced pain at the ipg site and down the leg. The ipg was unable to communicate with the charger. The ipg felt deep and was unable to communicate with the chargers. The pt is scheduled for a revision. No further information is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field correction. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.